Event description:
Independent repair center, customer alleged alarming or red light, key failure is sieve is saturated.as stated on the repair statement additional malfunction on this device: not switching, no alarm, control panel short circuit.